Manufacturer narrative:
The correct patient identifier is (B)(6); not (B)(6) as previously reported. This report is filed (B)(4) 2013. Implanted devices remain.

Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2013, to remove excess skin overgrowth from around the abutments. The patient is bilaterally implanted. The patient was administered a local anesthetic with sedation but was not hospitalized. During the procedure, a longer abutment was placed on the implanted fixtures. The implanted devices remain.

Manufacturer narrative:
(B)(4).